Manufacturer narrative:
2 of 3 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The one device had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer.

Event description:
This report summarizes 3 malfunction events where a midwest e plus 1:5 high speed contra angle attachment handpiece overheated. 2 events resulted in no injury. 1 event resulted in the patient being slightly burned with no intervention.